Event description:
Device report from (B)(4) indicates on (B)(6) 2011, patient was implanted with a femoral nail. During the surgery the nail was inserted into patient, after insertion a hairline fracture on the femur was noted.

Manufacturer narrative:
Device is not distributed in the united states. Device is in the evaluation process at synthes (B)(4), no conclusion can be drawn.